Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was not confirmed. No foreign material was found in the channel, however, it cannot be denied that the endoscope may have been used in the procedure while foreign material was present. Service found that the light guide cover lens was chipped, the paint was peeling from the suction cylinder nut, there was a wrinkle on the universal cord, the flexibility adjustment did not function due to adjustment wires being stretched, there were cuts on the biopsy channel due to interference with the brush or treatment device, the bending tube was shortened, and maximum angulation was not reachable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported fecal matter was found in the working channel of the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, the reported issue could not be confirmed therefore, we were not able to specify the root cause conclusively. Olympus will continue to monitor the field performance of this device.